Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer cleared the alarm and resumed insulin delivery. Additionally, the customer requested assistance with priming the air out of the tubing. Tandem technical support provided the customer with assistance in priming the air out of the tubing, blood glucose was 108 mg/dl.